Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was later discharged from the hospital and was reported to be recovering from the reported event. The pd therapy was discontinued and the patient was switched to in-center hemodialysis. Additional information was requested, but is not available at this time. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient/event as (B)(4).